Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing noted on atrial tachycardia/atrial fibrillation (at/af) detections. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.